Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: patient.

Event description:
Patient communication received. As verbalized,"I was operated on 2005 in september and what was implanted was a depuy summit high offset cementless femur stem with an actual ease of femoral ball, a pinnacle series 100 acetabular shell and 54 mm diameter with an apex hole eliminator and an ultamet acetabular liner and that's all the information that is on my hospital records." On 08/01/2018: patient contacted and indicated she was implanted with a pinnacle metal on metal system in (B)(6) 2005. She began experiencing popping and high pitched sounds roughly 3 years ago from her implanted hip. (B)(6) 2018 she dislocated her hip and had a closed reduction. Three weeks later she dislocated again and had another closed reduction. On (B)(6) 2018 she had a revision to address the previous dislocations. The head and liner were revised. She also indicated that the surgeon told her she had metal debris in her hip. She has had labs drawn to check for elevated metals in her blood but she has not received the results. She also indicates she began having excessive sweating and headaches prior to the revision surgery. Doi: (B)(6) 2005; dor: (B)(6) 2018.